Manufacturer narrative:
Based on the information known to date, the use of bmp during the index surgery caused an osteolytic response in the patient at the levels where the varilift-lx devices were implanted. The osteolytic response led to a migration of the devices and an additional surgery for removal of the devices 2.5 months post-op. There is no information to date to suggest that the a defect or malfunction of the varilift-lx caused or contributed to this event. The use of bmp with the varilift-lx devices is considered off-label use.

Event description:
Varilift-lx removal 2.5 months post-op due to device migration caused by osteolytic response from bmp use at index surgery.